Manufacturer narrative:
(B)(4). The insulin pump functioned properly during the prime/a33, the excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corners.

Event description:
Customer reported receiving no delivery alarms while filling the tubing. The blood glucose reading was 333 mg/dl. Customer treated with manual injections. Customer was advised to disconnect and reconnect the reservoir and tubing and to manually push insulin slowly through the tubing with the plunger. She stated that insulin did exit. Nothing further was reported.